Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 115 mg/dl. The customer used cold insulin to load the cartridges and tandem technical support educated the customer this was off label. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.